Event description:
Information received indicates the brake is not holding.

Manufacturer narrative:
The technician found the brake detent was cracked which prevented the brake from holding. The technician replaced the brake detent to repair the bed.